Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge leaked. Additionally, the cartridge did not fit onto the pump. Reportedly, the loading tracks on the cartridge were damaged. Additionally, the insulin gauge was inaccurate. A cartridge change was performed resolving the issues. Customer's blood glucose level ranged between 159-366mg/dl.